Event description:
The customer contact reported channel 3 of the pump did not sound an audible alarm tone during an alarm condition while on the low or high volume settings. The pump was returned to the biomedical engineering department with an unsigned note that said "battery needing charging." No tracking info was provided; therefore, no specific pt info pump programming, or event details were available. During testing at the user facility, channel 3 of the pump did not sound an audible alarm tone during an alarm condition while on the low or high volume setting. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)